Manufacturer narrative:
Complaint conclusion: when attempting to deflate a powerflex pro balloon, it was reported that it was difficult deflating the balloon. It is unknown how the procedure completed. There was no reported patient injury. The target lesion was the right iliac artery. The lesion was moderately calcified and mildly tortuous. The rate of stenosis is unknown. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped normally, maintaining negative pressure. The following information is unknown: the contrast to saline ratio used, the type/ brand of inflation device used, if the same indeflator was used successfully with other devices, if there was resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter, if there was any difficulty advancing the balloon catheter through the vessel, if there was difficulty crossing the lesion, if the catheter was ever in an acute bend, if the balloon inflate normally, the maximum inflation pressure, if the deflation difficulty was partial, slow or did not deflate at all. It is also unknown how the balloon was eventually deflated, or if the balloon seemed to ¿stick¿ to a stent, if the balloon re-wrap properly, if the balloon did not re-wrap properly, how was the balloon catheter removed or if the balloon catheter kinked while being used. The product was returned for analysis. A non-sterile powerflex pro 8mm x 2cm 80cm balloon catheter was returned. Per visual analysis, the balloon appeared to have been inflated and deflated. No other anomalies observed. Per functional analysis a lab sample .035¿ guide wire was inserted thru the catheter wire lumen via the tip. Then, an indeflator device was attached to the inflation lumen of unit. The balloon was normally inflated. Next, negative pressure applied and the balloon was successfully deflated. No anomalies were noted. A device history record (DHR) review of lot 17257247 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon deflation difficulty¿ was not confirmed by analysis of the returned device as functional analysis was performed successfully. According to the instructions for use ¿do not advance or retract the catheter unless the balloon is fully deflated under vacuum. Remove the vacuum (do not apply pressure) and carefully withdraw and remove the catheter. Note: gentle counterclockwise rotation of the balloon may ease withdrawal from the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as a unit.¿ the exact cause of the reported event could not be determined. The device performed as intended and therefore the reported event and the DHR could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Gtin#: (B)(4). Initial reporter #: (B)(6). Product coming back but not yet received: use ¿no¿: the product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Event description:
When attempting to deflate a powerflex pro balloon, it was reported that it was difficulty deflating the balloon. It is unknown how the procedure completed. There was no reported patient injury. The product will be returned for analysis. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped normally, maintaining negative pressure. The target lesion was the right iliac artery. The lesion was moderately calcified and mildly tortuous. The rate of stenosis is unknown. The following information is unknown: the contrast to saline ratio used, the type/ brand of inflation device used, if the same indeflator was used successfully with other devices, if there was resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter, if there was any difficulty advancing the balloon catheter through the vessel, if there was difficulty crossing the lesion, if the catheter was ever in an acute bend, if the balloon inflate normally, the maximum inflation pressure, if the deflation difficulty was partial, slow or did not deflate at all. It is also unknown how the balloon was eventually deflated, or if the balloon seem to ¿stick¿ to a stent, if the balloon re-wrap properly, if the balloon did not re-wrap properly, how was the balloon catheter removed or if the balloon catheter kinked while being used.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan.